Event description:
It was reported that during the procedure, the loop was entangled with cotton thread, causing it to break when being untied. The procedure was completed with another of the same device and the patient condition following procedure was stable.

Manufacturer narrative:
Imdrf device code a0501 captures the reportable event of coil detachment of device, inside the patient. (B)(6).

Manufacturer narrative:
Imdrf device code a0501 captures the reportable investigation results of coil detachment of device, inside the patient. The polaris loop ureteral stent was returned with the positioner for analysis, however, the suture did not return. During the device inspection under magnification, it was found that both loops detached in one section. The reported event of coil detachment of device will be confirmed. The retrieval line may be removed before placement at the physician's discretion. If the retrieval line gets entangled in the loops and is removed using excess force, the stent can get detached or separated during the preparation affecting the performance of the device. Therefore, all compiled information on this investigation determines that the most probable cause is adverse event related to procedure since the adverse event occurred during the procedure and the device had no influence on the event.

Event description:
It was reported that during the procedure, the loop was entangled with cotton thread, causing it to break when being untied. The procedure was completed with another of the same device and the patient condition following procedure was stable.